Manufacturer narrative:
An event regarding loosening involving an unknown titanium shell was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: [...] Confirmation: the records are incomplete, and the images were unlabeled. Based on the two images provided it appeared that the acetabulum was revised due to a dislocation. The loose shell cannot be confirmed. Root cause: the root cause of the instability cannot be determined based on the limited information provided device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: [...] Confirmation: the records are incomplete, and the images were unlabeled. Based on the two images provided it appeared that the acetabulum was revised due to a dislocation. The loose shell cannot be confirmed. Root cause: the root cause of the instability cannot be determined based on the limited information provided further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to chronic dislocation of the adm/ mdm poly insert from the mdm metal liner, and due to a loose acetabular shell. A 56mm shell, mdm metal liner, adm/ mdm poly insert and 28 +8 femoral head were revised to a 68i shell, another mdm metal liner and adm/ mdm poly insert, and biolox head with sleeve. Rep confirmed there were no allegations against the femoral head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that the patient's right hip was revised due to chronic dislocation of the adm/ mdm poly insert from the mdm metal liner, and due to a loose acetabular shell. A 56mm shell, mdm metal liner, adm/ mdm poly insert and 28 +8 femoral head were revised to a 68i shell, another mdm metal liner and adm/ mdm poly insert, and biolox head with sleeve. Rep confirmed there were no allegations against the femoral head.